Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
From the time of initial mw report to supplemental mw report 1, the MDR contact was changed and was inadvertently not provided in supplemental mw report 1. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion and an opening. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified three openings(striated) on the posterior side consistent with the use of a surgical tool. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is three striated edge openings on the posterior side due to surgical damage.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
The reason for reoperation is deflation.

Event description:
Device was explanted.